Event description:
It was reported that patient was getting intermittent poor coupling even when they were holding the recharger antenna right over the implant. Patient rep said they tried the adhesive discs for charging but it just made the situation worse because the implant moves around and they would keep having to rip off the adhesive disc to put on another one. They also noticed that they would charge the implant to 100%, but the next day the implant battery could be down to either 75% or 50%. Patient rep said implant battery normally lasts 4 days from 100% to 0%. Patient services (ps) reviewed information about coupling and the recharger antenna. Ps emailed repair to send replacement recharger antenna to patient. No symptoms were reported. Additional information received from patient indicated that the implant moves around, which was a chronic issue. It's position can affect the charge contact and the implant has some play in its position. The battery charging varies from 75% to 50%, requiring a recharge after 1 day or 2, depending on the antenna. Replacement antenna appears to be charging better, although patient still can have day where recharging is required after 1 day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11. Aware date has been corrected to 2024-07-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the healthcare representative (hcp) that the patient did not mention any external factors(or) any patient anatomy contributed the ins movement when hcp saw the patient on september.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.